Event description:
As reported by the (B)(6) study, a patient experienced cardiac arrest approximately seventeen months after index procedure. At the time of the index procedure, angiography revealed 90% stenosis in the proximal circumflex artery. The lesion was described as 6mm in length, proximal, class a, and de novo. Reference vessel was 3.0mm in diameter. A 3.0mm x 13mm cypher rx stent was implanted at 11atm by direct stenting. There were no procedural complications reported and the patient was discharged approximately two days after the procedure. Approximately seventeen months post index procedure, a patient experienced cardiac arrest. The cause of death in the crf was reported as cardiac death. But, the site reported that the patient's wife reported that the cause of death was parkinson's disease however there is no documentation of parkinson's disease in the crf. Neither autopsy nor death certificate was available. The exact cause of death was unknown. In an investigator's opinion, the event of cardiac arrest was not related to the index stent or procedure.

Manufacturer narrative:
Concomitant medications included aspirin, bivalirudin, plavix, and cozaar. Complaint conclusion: as reported by the (B)(6) study, the patient experienced cardiac arrest. This was a (B)(6) male with medical history including angina, pci ((B)(6) 1998), hypertension and lvef (normal). At the time of the index procedure, angiography revealed 90% stenosis in the proximal circumflex artery. The lesion was described as 6mm in length, proximal, class a, and de novo. Reference vessel was 3.0mm in diameter. A 3.0mm x 13mm cypher rx stent was implanted at 11atm by direct stenting. There were no procedural complications reported and the patient was discharged approximately two days after the procedure. Additional information received indicated that a patient experienced cardiac arrest approximately seventeen months after index procedure. The cause of death in the crf was reported as cardiac death. But, according to the site, the patient's wife reported that the cause of death was parkinson's disease. Neither autopsy nor death certificate was available. In an investigator's opinion, the event of cardiac arrest was not related to the index stent or procedure however the exact cause of death was unknown and the event cannot be dissociated from the study stent. The study stent remains implanted thus unavailable for analysis. There was no sterile lot number information available thus no DHR could be performed. Death, from ischemic heart disease, is a known potential adverse event associated with the coronary stent implantation procedures and is listed in the IFU (instructions for use) as such. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Review of the available information does not allow for an exact determination of causal factors; however, the patient had multiple medical conditions that may have contributed to the reported death.